Event description:
Customer reported that a uro-hemacombistix read erroneously as a labstix sg dipstick on the instrument. There was no report of injury for this event.

Manufacturer narrative:
The cause for misidentification of strips was due to excessive sample on the ID band. Customer is being instructed to remove as much excess sample from ID band (strip) as possible. Instrument is performing as intended.